Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultramini meter ¿going through the memory without pressing anyhing.¿ the complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with januvia and glipizide. It is not known if the patient made changes to her usual management routine. The patient denied developing symptoms; however, about 1-2 weeks prior to contacting lfs, the patient reportedly visited an urgent care/ clinic and was given food and/ or drink as treatment. The patient obtained a blood glucose result of ¿60 mg/dl¿ with another device. At the time of troubleshooting, the cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.